Event description:
[Redacted] patient was wearing scds [sequential compression device] and noted significant bruising to bilateral lower extremities. The scd sleeves were removed when bruising was noted.